Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and factors related to the issue of poor barrier separation were not observed. Complaints for sample quality were not under statistical control for the month of january 2025. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (poor barrier separation) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode poor barrier separation. Corrective and preventive action has been opened to address the sample quality issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Patient #2 of 2. It was reported when using the bd vacutainer® sst¿ ii advance there was poor gel barrier separation for one device . There were no health consequences or impacts reported.

Event description:
Patient #2 of 2. It was reported when using the bd vacutainer® sst¿ ii advance there was poor gel barrier separation for one device. There were no health consequences or impacts reported.

Manufacturer narrative:
E1 initial reporter phone #: additional number provided (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.